Manufacturer narrative:
(B)(4). Evaluation of the device has begun; however, has not yet been completed. Upon completion of the evaluation a follow up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The following information was inadvertently omitted from the initial report: on (B)(6) 2011, product surveillance contacted the caregiver (cg) who stated that therapy has been going well. There was no patient injury or medical intervention associated with this event. Evaluation: the product analysis laboratory (pal) evaluated the hc. A review of the device logs revealed one instances of iipv (increased intra-peritoneal volume). The probable cause for the iipv found in the device log was not determined. A service history review revealed the previous return of the device was not for any issues related to iipv. The device was in specification relative to iipv found in the log. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through ((B)(4)).

Event description:
An instance of increased intra-peritoneal volume (iipv) was identified during a review of the returned homechoice (hc) patient event log. On (B)(6) 2010, the ultrafiltration was 1892 ml during cycle 3.